Manufacturer narrative:
The user facility did not return the tip for an evaluation. Photos that were provided show that the jaw broke. Design changes have been made to this part to increase the strength and prevent this failure in the future.

Event description:
During a surgical procedure,the jaws from the renew lapclinch grasper broke during the traction of the patients gallbladder. The procedure and anesthesia time was extended for 10 mins. There was harm to the patient.